Event description:
It was reported that during a routine follow-up the screen of this programmer was unresponsive. Boston scientific technical services (ts) provided some troubleshooting steps and informed that if the said anomaly persists, this programmer must be returned for repair. Boston scientific company field representative confirmed that this programmer did not improve its performance and requested for a replacement programmer and a repair. No adverse patient effects reported. The programmer was returned and investigated. Field observation of unresponsive touchscreen was not confirmed. Touchscreen operated as intended and exhibited no unresponsive behavior. Despite analysis findings, this investigation is consistent with the criteria for CAPA-00006695, that is a field report of an unresponsive touchscreen.

Manufacturer narrative:
Supplemental additional information with product return. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. Field observation of unresponsive touchscreen not confirmed. Touchscreen operated as intended and exhibited no unresponsive behavior. Despite analysis findings, this investigation is consistent with the criteria for CAPA-00006695, that is a field report of an unresponsive touchscreen. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related. Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that during a routine follow-up the screen of this programmer was unresponsive. Boston scientific technical services (ts) provided some troubleshooting steps and informed that if the said anomaly persists, this programmer must be returned for repair. Boston scientific company field representative confirmed that this programmer did not improve its performance and requested for a replacement programmer and a repair. No adverse patient effects reported.